Manufacturer narrative:
Evaluation summary: the everflex entrust stent delivery system, (sds), was received for evaluation. No ancillary devices or cine images from the procedure were received for evaluation. The entrust stent delivery system was received with the red safety tab and tube removed from the entrust delivery system handle. Neither the red safety tab or tube were returned for evaluation. The handle safety cavity was examined: the pull cable was not visible within the handle¿s safety tab cavity, and the inner guidewire lumen exhibited no kinking or accordion folding damage. The distal tip of the stent delivery system was examined: a portion of the stent was exposed and struts could be seen to exhibit shear and tensile damage. Approximately 20 mm of the 150 mm stent was not returned. Several kinks in the outer sheath were noted at approximately 24.5 c m, 50.5 cm, 72.5 cm, 99.5 cm proximal of the outer sheath¿s distal tip. The distal end of the inner guidewire lumen/pusher was located approximately 115.5 cm proximal of the distal end of the outer sheath. The proximal end of the outer sheath was approximately 122 cm proximal of the distal end of the outer sheath. The proximal end of the outer sheath demonstrated that the pull cable had been pulled out of its bond with the outer sheath. Inner guidewire lumen extended proximally from the proximal end of the outer sheath. Approximately 38.3 cm of the inner guidewire lumen was exposed between the proximal end of the outer sheath and the distal end of the gold coloured isolation sheath. A sharp kink was noted at the distal end of the blue isolation sheath/handle strain relief. The handle¿s printed strain relief was cut and removed from the handle to allow further examination of the handle. The handle was split opened. No fragment(s) of the red safety tube were noted within the handle. The inner guidewire lumen exhibited no kinks or accordion folding. The pull cable was still attached to the thumb wheel. A small amount of compression damage was noted at the proximal end of the inner guidewire lumen indicating that the entrust stent delivery system was properly supported by a 0.035¿ guidewire at the time of the difficulties. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an everflex entrust to treat a severely calcified lesion with an unknown degree of stenosis in the superficial femoral artery(sfa). The vessel was reported as being moderately tortuous. The device was reported to have been prepped as per the IFU without any issue and the lock pin was removed. The vessel was pre-dilated using a 4 mm pta and embolic protection was not used. Resistance was encountered when advancing the device and it did not pass through a previously deployed stent. It was reported that the stent started to deploy without issue, but that the wheel locked up. The physician started to forcefully move the wheel and heard a pop. It was reported that the stent then broke. Only about 20 mm - 30 mm was deployed in the patient. The remainder of the stent remained on the delivery system. Deployment of a non-mdt stent was attempted with the same result. Approximately 100 mm of this stent was reported to have been deployed. The physician used a pta balloon and the area was then stented to complete the procedure. Follow up reports indicate that the patient is doing fine.